Event description:
It was reported that the customer experienced low blood glucose levels. The customer stated that he had a blood glucose reading of 300 mg/dl in the morning, was told to give 5.5 units of insulin, when the insulin pump beeped, showing that the maximum insulin had been reached. He received a warning on the device, reached the 6 unit mark, and stayed there. He noted that he had not been entering the amount of carbohydrates and had had blood glucose readings in the 30 to 40 mg/dl range. He reported that he woke up blood glucose readings in the 80 mg/dl range, and at midnight, it would be low around 30 mg/dl. The most recent blood glucose reading was 177 mg/dl, which he treated with grape juice. The reservoir showed more insulin that was shown on the status screen. The insulin pump passed the displacement test. He did not believe that the carbohydrates matched with the recommended insulin. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed functional tests. The safety feature max delivery alarm functioned properly. The insulin pump was received with cracked case at display window corners, debris under window, minor scratched liquid crystal display window and missing end cap sticker.